Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from october 15, 2012 to october 16, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿capsule¿ of a large volume infusor ruptured. This was noticed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.